Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet resulting in the pump shutting down. There was no reported adverse impact to the customer. Reportedly, the alert cleared, and the pump successfully began charging. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.